Manufacturer narrative:
(B)(4). Batch # m93f39. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as it was reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what is meant by "shears became undone?" Did the harh36 detach from hand piece (as if not assembled correctly)? No. Did harh36 break off of hand piece? No. Did jaw break off of harh36? No. Did tissue pad break off of harh36? Yes. If jaw or tissue pad broke off of device, did it fall into patient? Yes. Was jaw or tissue pad retrieved from patient during this same procedure? Yes. Was there any change to procedure or post-op patient care? No.

Event description:
It was reported that during a laparoscopic ovarian cystectomy procedure, per a hospital report, the shears became undone; the device was immediately removed from the patient. It was unknown how the procedure was completed. There were no patient consequences reported.